Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate report of 1818910-2018-70010. This is being retracted as it is a report duplication. 1818910-2018-70010 will be kept for investigational purposes.

Manufacturer narrative:
(B)(4). Occupation: initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 17 june 2019. On (B)(6) 2014, the patient underwent a right knee manipulation under anesthesia due to pain, discomfort, stiffness, swelling, and arthrofibrosis. No products were revised during the procedure. On (B)(6) 2018, the patient underwent a right knee revision due to stiffness and tibial tray loosening at the cement to implant interface. The patella was not revised. Competitor cement was used during the primary operation. Doi: (B)(6) 2014. Doe: (B)(6) 2014. Dor: (B)(6) 2018. Right knee.